Event description:
Approximately 15 months post sapien thv implant, the patient was readmitted to the hospital with symptoms of heart failure. Tee revealed mild to moderate pvl, mild to moderate central ai, and what appeared to be thickened leaflets on the sapien valve. Per report, initially the post deployment tee had revealed none-trace pvl. Pod30 the patient had mild to moderate pvl, with improvement in ef from 25% pre procedure to 30% post procedure. It was decided at the time not intervene on the mild-moderate pvl. The patient returned 15 months post implant with symptoms of heart failure. Tee revealed mild-moderate pvl, mild-moderate central ai, which in combination was considered severe ai. The patient also appeared to show thickened leaflets on the sapien valve. The patient was sent home and was readmitted two months later with severe ai and heart failure. At this point given the patient had no femoral access, the team felt transapical and transaortic access was less than optimal, subclavian access was decided on to perform a valve in sapien valve procedure. It was decided given the access, and now severe pvl and central ai that a 31mm corevalve would be the better valve to implant. The patient never left the hospital post procedure. Pod10 the patient died due to heart and multiple organ failure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: per the instructions for use (IFU), valve regurgitation and structural valve deterioration including calcification and stenosis are potential adverse events associated with transcatheter aortic valve replacement (tavr) and bioprosthetic heart valves. The IFU also warns of accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. Per the valve academic research consortium (varc), the intended performance of a prosthetic heart valve includes a mean aortic valve gradient of 20 mmhg or a peak velocity of 3 m/s, without moderate or severe prosthetic valve aortic regurgitation. In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Echo images were submitted to edwards and reviewed by an edwards physician proctor. Observations: on tee, mid-esophageal short axis view demonstrated a markedly thickened functional non coronary cusp (ncc) and left coronary cusp (lcc) > right coronary cusp (rcc). The mid-esophageal long axis view demonstrated a corevalve in sapien valve with evidence of persistent pvl; however, there was no evidence of cai. Impressions: 15 months after tavr using a sapien valve, tee demonstrated the presence of sapien leaflet thickening ncc-lcc>rcc. Thickening of the leaflet suggests either structural valve deterioration or non-structural dysfunction (pannus formation) or valve thrombus. Differentiation among these would necessitate either visual inspection during reoperation or autopsy. Svd at 15 months is distinctly uncommon, but could not be conclusively excluded. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigtion is ongoing.